Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Al advanced 22g insyte autoguard needle and cannula 2-3 times until flash was obtained. After flash was obtained, catheter was attempted to threaded into vein but was unable to be advanced. While attempting to advance cannula, nurse al and cls sf saw bulge under skin. After cannula was removed intact with needle not retracted, they noted that the cannula was punctured by needle ~1/3 from tip of cannula. Nurse al states that needle was not removed from cannula during piv access attempt. Rep response on nov-28. The impact to the patient would be that they needed to be poked again. There were no adverse events.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381823 and lot number 5105136. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.